Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Caller was walked through a pump reset by cts, and successfully started their sensor session without further issues.